Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited increased pacing impedance and high capture threshold. Chest x-ray was performed and the results was unknown. Programming changes were made. There were no patient consequences and the patient would continue to be monitored.